Event description:
Medtronic received information regarding a fixed low pressure valve. It was reported that the valve was defective. The valve was removed and replaced to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient developed symptoms concerning for csf overdrainage over the preceding months. Given the clinical concern, the valve was explanted and replaced with a programmable valve. After removal, the valve was connected to a manometer and appeared to drain down to 0 cm h2o, raising concern that it was not maintaining the expected resistance/opening pressure. The patient had been doing better since the valve was exchanged for a programmable valve.